Manufacturer narrative:
A getinge technician will investigate the cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The customer reported that there was a bad connector port and incorrect pressure reading values. The instance of time was not reported. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that when the connection cable for internal sensors was moved the pressures would jump to 500 and -500 and other pressures would go down to 0. The failure occurred during treatment. No harm to any person was reported. A getinge field service technician (fst) was sent for investigation and repair on 2023-01-26, 2023-01-27 and 2023-01-28 . The sensor panel was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the logfile analysis a pump stop was recorded on the date of event 2022-12-06, however this was not due to the wrong pressure readings but because of the global override was active which disables all interventions. As described by the getinge field service technician the root cause is that there was a loose connection inside the sensor panel. As the wrong pressure values were only displayed, when the connection cable for internal sensors was moved. No external damages were identified on the sensor panel or on the cable during the visual inspection. The cable was tested during the repair and it was fully functional. Moreover, in the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.3, chapter 7.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) it is stated that the pressure sensors have to be calibrated and checked before priming. Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. The review of the non-conformities has been performed on 2023-02-09 for the period of 2017-07-01 to 2022-12-07. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-07-01. Based on the results the reported failure "wrong pressure readings" could be confirmed, most probably due to loose connection inside the sensor panel. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
It was reported that when the connection cable for internal sensors was moved the pressures would jump to 500 and -500 and other pressures would go down to 0. The failure occurred during treatment. No harm to any person has been reported. Complaint ID: (B)(4).